Event description:
It was reported that burr was stuck on the guidewire. The 70% stenosed target lesion was located in the coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the dynaglide function did not work it only went down to 110 rpm's instead of the 75k rpm. Hence, the rotapro and rotawire were removed together. Troubleshoot of unplugging air flow and turning knob on and off were performed. The devices were removed from the patient in one piece. The procedure was completed with the original device.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h6 coding - updated to no known device problem. Correction b5/event. Description: upon further review of the reported information, there was no indication of the burr and guidewire being stuck together, therefore the coding was updated for this event. Additional information: g2 report source: added company representative. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that burr was stuck on the guidewire. The 70% stenosed target lesion was located in the coronary artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the dynaglide function did not work it only went down to 110 rpm's instead of the 75k rpm. Hence, the rotapro and rotawire were removed together. Troubleshoot of unplugging air flow and turning knob on and off were performed. The devices were removed from the patient in one piece. The procedure was completed with the original device. It was further clarified there was no indication of the burr and guidewire being stuck together.